Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the handswitch of the imaging system was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The handswitch was returned to the manufacturer for evaluation. Testing found that the 3d button on the switch operated intermittently. It was reported that image acquisitions would intermittently terminate. Other relevant device(s) are: product ID: bi71000194, serial/lot #: rev. 3 : s/n n/a. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, 3d image acquisitions would terminate early when prompted by the hand switch. It was reported that the issue did not recur with the foot switch. There was no patient present when this issue was identified.